Manufacturer narrative:
H11: additional manufacturer narrative: d4: primary unique device identification (UDI) number: (B)(4). The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25 mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to degeneration and leaflet mobility issues. The patient was not symptomatic. The tpvr procedure was performed with a 26 mm 9600tfx transcatheter valve. The patient was in stable condition post procedure.